Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Additionally, it was noted that there were stored signal artifact monitoring (sam) episodes in which there was noise that was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. This resulted in disabling the minute ventilation (mv) sensor. Troubleshooting was performed and found there was an incomplete conductor fracture of the ring electrode. Subsequently, the ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.